Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A purchasing agent reported that an intraocular lens (iol) came apart. There was no reported patient contact or impact. Additional information was requested.

Event description:
Reporter confirmed that there was no patient contact and another lens was used to complete the surgery.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).